Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 0352678. D.4. Medical device expiration date: 30-nov-2025. H.4. Device manufacture date: 17-dec-2020. D.4. Medical device lot #: 2133642. D.4. Medical device expiration date: 30-apr-2027. H.4. Device manufacture date: 13-may-2022. H.6 investigation summary: the customer issued a complaint for detached syringe device detected by end user. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seems to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus passive needle guard syringe safety device separated. The following information was provided by the initial reporter: based on available information, before use, the syringe assembly detached from the needle safety device. The user was able to assemble the two separated parts together and perform the drug administration with no issues.